Manufacturer narrative:
Additional narrative:as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a mastoidectomy surgical procedure, it was observed that the motor device was giving an e2 error code. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device didn't run and displayed e8 error. The device was disassembled which found that a wire was pulled out on the motor which what caused the e2 for the customer and for device to not run and give an e8 error. It was determined that the user error was caused by pulling on the cord with excessive force during cleaning or use. The assignable root cause was due to component damage caused by user error / abuse and possibly misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.